Event description:
A pharmacist reported that the unit of measurement setting of a customer's freestyle flash meter changed. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received.